Manufacturer narrative:
The MFR has received the sample and it will be evaluated. Results are expected soon.

Event description:
It was reported that there was a hole in the artery lumen. There was a leakage at the extension.